Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient in cardiac arrest, the device gave a "repeat analysis" prompt. The medics then removed the electrode pads and repositioned them and the device gave a "repeat analysis" prompt. Complainant indicated that the patient subsequently expired.